Manufacturer narrative:
Continued: e.1. State: pr zip code: (B)(6) phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported ¿nodule present, multiple polymer folds, fibroadenomas and signs of encapsulation¿ and ¿dense fibroglandular structures with signs of predominant adipose replacement¿. Later, healthcare professional reported "capsular contracture, baker grade unknown". This record is for the left side. Device remains implanted.